Event description:
It was reported to gore that a patient alleges to have experienced recurrence, pain, dyspareunia, and infections after having been implanted with a gore-tex® product. Additional, event specific information has not been provided.

Manufacturer narrative:
No additional patient information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
\ Initial reporter address: - (B)(6). The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: according to plan notes dated (B)(6) 2013: ¿vaginal vault prolapse/enterocele significant stage 2, proceed with sacrocolpopexy to correct condition use graft augmentation for support, concomitant halbans enterocele reduction, ultrasound negative, pt understands menopause post operatively and all it sx.¿ ¿lateral cystocele, discussed in detail, proceed with paravaginal repair at the time of surgery, mesh posterior exposure, explained mesh complications, remove at time of surgery, schedule xlap/burch/sacrocolpopexy/paravaginal repair/halbans enterocele reduction removal of posterior vaginal mesh.¿ according to operative notes dated (B)(6) 2013, the patient underwent ¿exploratory laparotomy, left salpingo-oophorectomy with lysis of adhesions, burch urethropexy, paravaginal repair, sacrocolpopexy, halban enterocele repair, and pain pump placement.¿ post-operative diagnoses include ¿vaginal vault prolapse, lateral cystocele, stress incontinence, enterocele, and adhesions.¿ ¿at that point, we then identified the sacral promontory and we placed two sutures in the sacral promontory fascia in order to affix the graft between the vagina and sacral promontory¿after placing the halban sutures to reduce the enterocele sac, we then affixed the gore-tex graft between the back wall of the cervix and the sacrum by sewing that graft in place, leaving some laxity. There were no complications with graft placement.¿ records dated (B)(6) 2014 - indicate the patient presented with ¿midline cystocele, rectocele with enterocele, disorder of vagina, female stress incontinence, postmenopausal bleeding, dribbling of urine, and foreign body in vulva and vagina.¿ the records note ¿mesh exposure posterior vaginal wall; needs removal; responsible for pmp bleeding.¿ it is unclear from the provided medical records what type/brand of mesh was found to be exposed. Operative notes dated (B)(6) 2014 (op note dated (B)(6) 2012 may be a typo as the records indicate the procedure was done on (B)(6) 2014) indicate the following pre- and post-operative diagnoses: cystocele, rectocele, mesh exposure, and intrinsic sphincter deficiency. Operations performed include: anterior and posterior colporrhaphy, transobturator sling placement, removal of previous posterior mesh, anterior and posterior graft augmented repair with xeniform graft, and cystoscopy with placement of periurethral coaptite. The notes state: ¿she had a previous sling and urodynamics. She also had a grade 2 or worse cystocele with vaginal wall relaxation, and for that reason, we decided to proceed with an anterior colporrhaphy and a revision of previous transobturator sling as well as cystoscopy with periurethral coaptite placement¿she was noted to have a mild to moderate rectocoele which causes her symptoms with a full rectum with pressure in the vaginal vault with a small piece of synthetic mesh exposure. She had exposed mesh from a previous surgical procedure.¿ according to the (B)(6) 2014 operative notes: ¿we then focused on the cystocoele and the urethral neck¿upon completing the dissection, we identified the edges of the vesicovaginal fascia and were able to isolate and correct the cystocoele defect. We cut the previous sling in the midline. We then carefully contoured a piece of mesh to cover the defect and accomplished attaching the graft with multiple fixation points over the vesicovaginal fascia edges. The graft placement facilitated reducing the cystocoele completely.¿ ¿at this point we then identified the rectovaginal mucosa¿we were able to then dissect the rectovaginal mucosa off of the underlying rectum and mesh. We resected some of this previous mesh¿we then carefully contoured a piece of graft to cover the rectocele defect¿¿ or records indicate three non-gore devices were used during the procedure. There was no mention of a gore device in the (B)(6) 2014 operative report. Additionally, there no mention of an infection involving a gore device in the provided records. According to a pathology report dated (B)(6) 2014 regarding a specimen collected (B)(6) 2014: ¿foreign body of vulva and vag.¿ ¿removal of vaginal synthetic mesh.¿ ¿in formalin labeled ¿vaginal mesh¿ is a 1.0 x 0.5 x < 0.1 cm piece of synthetic mesh material. Gross exam only.¿ it should be noted that the instructions for use provides the following warning among others: ¿when using this device as a permanent implant exposure occurs, treat to avoid contamination or device removal may be necessary." ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ gore has requested additional information from the reporter.